Event description:
The user facility reported to terumo cardiovascular group that the cable of the hercules 3 arm was broken. It is unk when the event occurred, whether the product was changed out, and if the malfunction caused or contributed to any pt injury. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 20, 2015. (B)(4). The actual sample was visually inspected upon receipt. It was found that the cable was severely frayed at the nose cone, but had not completely broken. This anomaly is consistent with wear of the cable over time. Review of the device history record revealed no anomalies. The cause of the event is wear and tear of the cable from use. It is known that the cable becomes worn after several uses. The IFU instructs the user as follows, "the cable should be inspected by examining the spaces between the links. No signs of wear or fraying of the cable should be present." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Terumo has been informed that the product was changed out and there was no patient effect due to the event. It remains unknown when the event occurred.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion code. (B)(4).